Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 325 mg/dl, diabetic ketoacidosis, and pancreatitis. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined system check with tandem technical support. Customer was using admelog for insulin delivery. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.